Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, half of vasoview hemopro 2 cutting tool jaws was lost in thigh. A second device was opened to extract the piece that had come off the first device and once this piece was removed the rest of the procedure was performed with the second device. No additional incision was necessary for extraction. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Char and tissue were observed on the jaw. The cold jaw was detached from the device. The cold jaw was returned for evaluation. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed away from the jaw, but remained attached at the base and tip of the jaw. The silicon on the jaw was observed to be intact. No other visual defects were observed. Based on the return condition of the device, the reported complaint "break;jaw" as well as the analyzed failure "bent wire" is confirmed. Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, half of vasoview hemopro 2 cutting tool jaws was lost in thigh. A second device was opened to extract the piece that had come off the first device and once this piece was removed the rest of the procedure was performed with the second device. No additional incision was necessary for extraction. The hospital did not report any patient effects.